Event description:
It was reported that pre-operatively, the cardiac resynchronization therapy defibrillator (crt-d) displayed a gray longevity estimator bar at interrogation. The device was not implanted and replaced. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found. The analyst noted that the device was interrogated during preliminary analysis and the gray bar disappeared. Pre-implant longevity shows longevity is greater than 5 years.